Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient had persistent knee pain due to possible infection. CT scan read possible baseplate loosening, so the doctor replaced the baseplate with cemented stem."